Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 c set, a venous male luer connector was found to be damaged. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the provided pictures shows that the cone of the male luer lock (mll) of the return line is cracked. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was not determined. Additional recommended instruction is provided with this device for how to connect the female luer lock and the male luer. Should additional relevant information become available, a supplemental report will be submitted.